Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The patient remains on-going on vad support and no further issues have been reported. One pump stop event with an associated low flow hazard event was confirmed through the evaluation of the submitted system controller log file, and pump powers typically ranged from 4.1-5.9 watts. A root cause for the reported event could not be determined through this evaluation. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump stoppage without any known precipitating factors. Variable pump powers were also reported. The patient was asymptomatic and an echocardiogram showed normal lvad flow and function. The driveline was inspected by the vad coordinator and there was no obvious damage. The patient was therapeutic on anticoagulation with no increase in lactate dehydrogenase levels. The patient remains inpatient and on a hospital owned power module. A data log file was submitted and reviewed by the manufacturer's technical service representative which indicated that after the pump stoppage, the pump immediately returned to operating at the set speed and remained at the set speed throughout the remainder of the data log file period.